Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the overload applied to the angle wires of the subject device. Since it was also reported that it was found the leakage and the corrosion of the coil in the subject device, it surmised that it might have occurred the corrosion and stick for the angle wires too. In that case, it could be occurred that the angle wires are cut if the angle wires are applied the overload. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the angle operation of the subject device did not work at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and found the angulation malfunction due to the cut of the angle wires of the subject device. There was no patient injury associated with this report.